Event description:
The reporter stated her grandmother's meter read 370 mg/dl and she took 20u of humalin insulin based upon this value. Controls were not run. Two hours later, she felt hyopglycemic and her family gave her a glass of milk and tested her blood glucose value at 367 mg/dl. Due to her being pale, sweaty, and "not responding very good" the granddaughter called the paramedics. They checked her glucose level 15 minutes after teh 367 mg/dl reading and obtained a reading of 126 mg/dl. The paramedics treated her and took her to the ER where they gave her food to eat. Return requested and replacement was sent.